Event description:
A patient reported via manufacturer representative that he has noticed 6 times in the past few weeks that the stimulation has increased on its own. It was suggested that patient keep a diary of this information and of changes made and if it continues, the patient will call back and the file will be pulled. It was further reported that the implantable neurostimulator (ins) area feels warm to the touch in reference to the other parts of the patient's body. Impedance measurements were taken and were in the 1000s. The implant was on. There was a car accident prior to the change in stimulation issue. The patient does not experience symptoms with the ins off. It was reported that the change in stimulation was related to positional changes. When the patient lies down, initially stimulation is comfortable and then after about 90 seconds, the stimulation feels too high and their leg starts to twitch and the patient has to sit up and turn the stimulation down. The patient was receiving therapeutic benefit. The patient was reprogrammed and at about 2v, the patient could lay down with stimulation and not engage the leg twitching. The indication for implant was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient wore a big phone back where the generator was and they had their wallet sitting right over the generator as well. The manufacturer representative had the patient move both to the other side opposite of where the generator was. The patient was going to get back to the manufacturer representative in a few weeks. The manufacturer representative had not heard from the patient at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.